Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver mass resection, while removing through abdominal wall, the bag ripped the specimen in half during extraction. The bag was noted to have opened at the bottom with minimal force. There was no patient injury.